Event description:
It has been reported that during the procedure the sheath of this device kinked. Reportedly, the event occurred as the physician attempted advancing through a "tough" groin, the device was removed and replaced. The patient is reported as fine and the device is being returned for analysis.